Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the complaint device lot. The device lot was manufactured by synthes (B)(4). Manufacturing date: jul 8, 2010. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during surgery the aiming arm did not align with the implant hole properly while drilling. It is unknown to the surgeon which aiming/guide instruments caused the issue. The procedure was successfully completed without patient harm using substitute philos aiming instruments. There was a ten (10) minute surgical delay due to the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation action was conducted /performed. The report indicates that: affected part, part description: aim-arm f/philos 3.5, part number: 03.122.007, lot number: 3442901, lot release date: 08.06.2010. Reported issue: it was reported that the aiming arm does not hit the implant hole properly while drilling. Surgeon is not sure which parts produce the failure. Prolongation of the surgery: 10 minutes. / no patient harm, procedure was successfully completed with substitute philos aiming devices. Conclusion: during manufacturing investigation, all relevant and significant characteristics like dimensions and functions were checked. All measured characteristics are within the specifications and the aim-arm f/philos 3.5 passed the functional tests. There were no references to the reported issue. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.